Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a planned pocket revision for a spinal cord stimulator on (B)(6) 2021.